Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.